Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. The most likely assignable cause of the event is unknown. A sample related issue cannot be completely ruled out as it is unknown if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Pre-analytical sample mix-up did not likely occur as repeat testing of the five vitros assays tested on the sample were concordant for all vitros assays with the exception of the vitros crea assay. Historic vitros crea quality control results were acceptable within the timeframe of the event, indicating that vitros crea slide lot 1501-3537-6242 was performing as intended on the vitros 5600 integrated system. A performance issue with the vitros 5600 system did not likely contribute to the event as within-run precision testing indicated vitros crea slide lot 1501-3537-6242 was performing as intended on the vitros 5600 integrated system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible lower than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample crea result of 0.15 mg/dl vs. The expected result of 2.54 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros crea result was reported outside of the laboratory, however, the result was questioned and no treatment was given, changed, or withheld based on the reported vitros crea result. A corrected report was issued and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).